Event description:
Procedure: closure of laparoscopic salpingectomy and removal of paratubal cyst. During procedure, tip of ur-6 needle (ethicon - vcp603) broke off in patient. The physician was closing the fascia of one of the openings after removing the cannula. During his last stitch of closing the fascia, the tip of the needle (<.5mm) broke. Total needle size was 23mm and all but the very tip was retrieved and is in our possession. It's hard to determine if it is a user issue or structural issue in the needle itself. The suture was bent at almost a 90 degree angle. The surgeon did mention that he had trouble pushing the needle through which is probably because of the bent nature of the needle rather than a normal curvature. By policy, no x-ray is needed unless the needle is >15mm.what was the original intended procedure?procedure: closure of laparoscopic salpingectomy and removal of paratubal cyst.device #1is this a laboratory device or laboratory test?no.